Event description:
A medtronic representative reported that a staff member mentioned to him that the navigation system became unresponsive during a navigated tumor resection procedure.. They said that in navigate, they saw green status for the cranial frame when the frame was in fact covered with a towel. They tried to bring in a passive planar instrument but the system was not tracking the instrument. A hard reboot was performed. When the system came back up, after approximately 5 minute delay, they were able to advance to navigate and proceed with navigation as planned. There was no reported impact to the outcome of the patient.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Manufacturer narrative:
Patient information was not provided. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The system performed as intended and the reported event could not be duplicated by medtronic personnel.